Event description:
Shortly after a trial procedure, the pt reported headaches and dizziness. Increased wound leakage was noted. The pt was hospitalized and the physician explanted the trial leads. The pt is being treated with antibiotics.